Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all patients were not crossing over to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all patients were not crossing over to all stations. A technical support specialist identified that the issue was related to the 1.4.4 es environment. The customer rebooted their carefusion coordination engine, which appeared to resolve the issue. The stations were able to reconnect after it was shown that being blocked by the firewall. All stations listed in the case were online, and the connections had remained stable. The system functioned as intended after troubleshot the device. D4 & h4: UDI and manufacturer date not available.